Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they had been experiencing high blood glucose. The customer's current blood glucose level was 268 mg/dl. The customer reported they had high blood glucose levels in the upper 300 mg/dl and lower 400 mg/dl. The customer treated their high blood glucose with the insulin pump. Troubleshooting was performed on the insulin pump. The customer called back to perform the no delivery test and the insulin pump had alarmed the no delivery. It was also noted that the cannula appeared to be clogged. The device will not return for analysis.

Manufacturer narrative:
(B)(4). Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test.